Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise on the merilin.net transmission. The noise seemed to occur while the patient was resting in bed. On (B)(6) 2016 the lead was capped and replaced successfully. The patient condition was good post procedure,